Event description:
The pump was returned to the manufacturer when it was replaced. The return paperwork did not suggest or question a malfunction and no pt symptoms were reported. The pump underwent routine analysis.

Manufacturer narrative:
Final device analysis reveals a non-standard non-conformance - pump tube ruptured. A large rupture of the pump tube as a result of the expanded reservoir shield-filled motor compartment with 5ml.